Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 38 bd insyte¿ autoguard¿ bc winged shielded IV catheters with blood control technology had dirt found on them during testing. The following information was provided by the initial reporter: "a total of 500 samples were tested with 38 failures found with visible dirt".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 29-mar-2023. Investigation summary: bd received 160 sealed 20 gauge insyte autoguard blood control pro winged units from lot 2214512 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed pieces of foreign matter (fm) present on 35 of the 160 sealed units. Therefore, based off the visual inspection the engineer was able to verify the reported defect. The fm appeared to be embedded in the barrel, needle cover, and the grip. This type of fm was most likely created as part of the molding process. Burnt embedded resin specks result from material build up in the barrel/screw. As the material flows through the barrel/screw the buildup can break free and end up in the mold. Molds are being purged between the lots to avoid the buildup of the burnt/loose material. As for any pieces of fm that were not found embedded into the mold, they were likely introduced during the manufacturing/packaging process as a result of environmental factors, incoming material, or personnel. The manufacturing facility has been notified of this incident and the findings. A notification was issued by the manufacturing facility to all packaging personnel to raise awareness of this incident and ensure that proper procedure and inspection are being performed.

Event description:
It was reported that 38 bd insyte¿ autoguard¿ bc winged shielded IV catheters with blood control technology had dirt found on them during testing. The following information was provided by the initial reporter: "a total of 500 samples were tested with 38 failures found with visible dirt."